Manufacturer narrative:
(B)(4). Date sent: 6/2/2020. Additional information was requested and the following was received: "was there only a scissored clip of issue? Or was there both a scissored clip and an unformed clip of issue? Only a scissored clip was deployed.

Manufacturer narrative:
(B)(4). Batch #t94785. Investigation summary the analysis results found that the er420 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining three clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred at the second firing on the blood vessel. The unformed clip was retrieved. No bleeding occurred. The clip was formed as intended at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.